Event description:
Pt was in and out of the hospital in early (B) (6). The pump was read (B) (6) 2010, at the doctor's office. Multiple motor stalls were found on logs report; (B) (6), (B) (6), (B) (6), and (B) (6). The stalls recovered each time with the exception of the last time. During the stall times, the pt had nausea, vomiting, and headaches. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.